Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the outflow graft with bend relief was replaced. No further issues noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: no issues were noted with the returned portion of heartmate 3 left ventricular assist system (lvas) outflow graft and bend relief. It was reported that the outflow graft with bend relief was replaced with no further issues noted. Approximately 1.5" of the heartmate 3 outflow graft was returned with the heartmate 3 outflow graft hardware in place. The outflow graft bend relief had been cut away less than an inch from its hardware, and the distal portion of the outflow graft bend relief was not returned. There were no depositions within the returned outflow graft. Incidental findings: it was noted that a non-heartmate 3 lvas outflow graft was returned, indicating that it had been in use. The heartmate 3 lvas IFU warns that a sealed heartmate 3 outflow graft must be used with the heartmate 3 lvas. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further reported issues at this time. The relevant sections of the device history records for (B)(6) and the outflow graft assemblies, lot numbers 7870092 and 7259699, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Although no specific device-related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft." Section 5 warns that a sealed heartmate 3 outflow graft must be used. A sealed heartmate ii outflow graft is not appropriate for use with the heartmate 3 lvas. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.